Event description:
It was reported that the patient experienced blood glucose of 21 mmol/l on (B)(6) 2010 at 3:00pm. A family member changed the infusion set and the blood glucose resolved to 8.1mmol/l. On the morning of (B)(6) 2010, the patient awoke with a blood glucose reading of 21.5mmol/l with blood ketones of 2.1mmol/l. The patient received an insulin injection; blood glucose at the time of this contact was 12.7mmol/l and blood ketones are 0.2mmol/l. The family member was instructed to disconnect the patient from the infusion site and remove the cartridge from the pump. She reported that she could feel that the cartridge was wet. During a manual prime, she said she could feel and see insulin coming out of the luer lock connection between the cartridge and the infusion set. The family member reported that the connection is secure. It was reported later in the day that the patient's blood glucose continued to be elevated after cartridge and site change. The family member reported blood glucose reading of 18.4mmol/l with trace ketones; the patient was asymptomatic for hyperglycemia. There was no report of additional signs of leakage. Presence of air bubbles in the tubing or the cartridge was denied. Cartridges were not pre-filled and room temperature insulin was used in the cartridge. The time/date and basal rates were correctly programmed. The total daily dose matched the bolus and basal history. There was no use of temporary basal rates or suspension of insulin delivery. There were no associated alarms in the history.

Manufacturer narrative:
There is no adverse event associated with this complaint. Cartridges from retained samples (lot# b201482/483) were tested and no damage/defects were observed. The actual cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.